Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were re-seated. The backplane was replaced and the filament calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had no image displayed. No pt injury was reported.